Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) had a system error (se) 2240 prior to getting an se 2367. The hp stated she had disconnected and tried to reconnect right before the drain started. The technical service representative (tsr) explained the alarm and advised the hp to close the clamps to disconnect and discard the samples. The alarm cleared. There was no patient injury or medical intervention indicated at the time of the initial report. The nurse was contacted on (B)(4) 2010. The nurse stated that the home patient did not develop any adverse event or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. The root cause could not be determined. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.